Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain (constant) (severe)"), genital haemorrhage ("heavy abnormal bleeding") and neoplasm ("tumor") in an adult female patient who had essure (batch no. 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 2002, (B)(6) 2005, (B)(6) 2009), miscarriage, intramural leiomyoma of uterus, polycystic ovarian syndrome, uterine enlargement and anemia. Previously administered products included for an unreported indication: estradiol and depo provera. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and the first episode of menopause ("menopause"). In 2010, the patient experienced abdominal pain lower ("severe cramping / pain (lower abdominal region) (chronic) (severe)"), the second episode of menopause ("menopause"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced neoplasm (seriousness criterion medically significant). In 2016, the patient experienced uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal pain (constant) (severe)") and menometrorrhagia ("menometrorrhagia"). The patient was treated with oral contraceptive nos, iron (iron complex) and surgery (undergo surgeries to remove essure / hysterectomy with bilateral salpingo-oopherectomy ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea and menometrorrhagia was resolving and the genital haemorrhage, abdominal pain, the last episode of menopause, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, uterine leiomyoma, vaginal discharge, fatigue, alopecia and neoplasm outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, nausea, neoplasm, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of menopause and the second episode of menopause to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-may-2018: pfs received - new events "menopause" and "tumor". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain (constant) (severe)"), genital haemorrhage ("heavy abnormal bleeding") and neoplasm ("tumor") in an adult female patient who had essure (batch no. 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 2002, (B)(6) 2005, (B)(6) 2009), miscarriage, intramural leiomyoma of uterus, polycystic ovarian syndrome, uterine enlargement and anemia. Previously administered products included for an unreported indication: estradiol and depo provera. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and the first episode of menopause ("menopause"). In 2010, the patient experienced abdominal pain lower ("severe cramping / pain (lower abdominal region) (chronic) (severe)"), the second episode of menopause ("menopause"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced neoplasm (seriousness criterion medically significant). In 2016, the patient experienced uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal pain (constant) (severe)") and menometrorrhagia ("menometrorrhagia"). The patient was treated with oral contraceptive nos, iron (iron complex) and surgery (undergo surgeries to remove essure / hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea and menometrorrhagia was resolving and the genital haemorrhage, neoplasm, abdominal pain, the last episode of menopause, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, uterine leiomyoma, vaginal discharge, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, nausea, neoplasm, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of menopause and the second episode of menopause to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain (constant) (severe)"), genital haemorrhage ("heavy abnormal bleeding"), neoplasm ("tumor") and neoplasm malignant ("tumor\ teratoma \cancer-type") in an adult female patient who had essure (batch no. 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 2002, (B)(6) 2005, (B)(6) 2009), miscarriage, intramural leiomyoma of uterus, polycystic ovarian syndrome, uterine enlargement and anemia. Previously administered products included for an unreported indication: estradiol and depo provera. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and the first episode of menopause ("menopause"). In 2010, the patient experienced abdominal pain lower ("severe cramping / pain (lower abdominal region) (chronic) (severe)"), the second episode of menopause ("menopause"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient was found to have neoplasm (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant) and teratoma ("teratoma"). In 2016, the patient was found to have uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal pain (constant) (severe)") and menometrorrhagia ("menometrorrhagia"). The patient was treated with iron (iron complex), oral contraceptive nos and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral-"oophorectomy",salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea and menometrorrhagia was resolving and the genital haemorrhage, neoplasm, neoplasm malignant, abdominal pain, the last episode of menopause, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, uterine leiomyoma, vaginal discharge, fatigue, alopecia and teratoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pelvic pain, teratoma, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of menopause and the second episode of menopause to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - in 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs received: reporter's information added. New events added- cancer and teratoma. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain (constant) (severe)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 (date of births: (B)(6) 2002, (B)(6) 2005, (B)(6) 2009), miscarriage, intramural leiomyoma of uterus, polycystic ovarian syndrome, uterine enlargement and anemia. Previously administered products included for an unreported indication: estradiol and depo provera. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower ("severe cramping / pain (lower abdominal region) (chronic) (severe)"), menopause ("menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal pain (constant) (severe)"), fatigue ("fatigue"), alopecia ("hair loss") and menometrorrhagia ("menometrorrhagia"). The patient was treated with oral contraceptive nos, iron (iron complex) and surgery (undergo surgeries to remove essure / laproscopic assisted vaginal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea and menometrorrhagia was resolving and the genital haemorrhage, abdominal pain, menopause, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, uterine leiomyoma, vaginal discharge, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, menopause, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-feb-2018: pfs received - new events, "menopause, vaginal bleeding, abnormal bleeding (menorrhagia), migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), uterine fibroid, fatigue, menometrorrhagia" were added. Lot number was added. Historical and concomitant conditions and treatment medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.